Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 17min and 133,000 joules of use, the glass on the fiber tip broke and the cap was rotating. The metal cap did not detach from the fiber. A second fiber was used to complete the procedure. There were no patient complications.